Manufacturer narrative:
Malfunction cannot be ruled out, may have contributed to lack of efficacy. Vns therapy system labeling states vns therapy may not be helpful in reducing seizure activity in all pts.

Event description:
Reporter indicated pt was no longer receiving benefit with vns therapy, indicating a possible device malfunction. The pt has been referred for resective brain surgery. Explantation of the vns device is planned. No further info is known.